Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving gablofen (500 mcg/ml at 174 mcg/day) via an implantable infusion pump. It was reported that the patient experienced a change in symptoms and had been having a tingling sensation. There were no environmental/external/patient factors that may have led or contributed to the issue. A dye and rotor study was successfully completed. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event. Additional information was received from the consumer via a device manufacturer representative indicated that the patient was admitted to the hospital with complaints of device issues. It was reported that the patient had addressed her concerns of vibrating feelings and intermittent shaking episodes with the managing healthcare provider (hcp). A dye study was performed and no issues were found. No further complications have been reported.